Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. Prosthesis-patient mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through normally functioning prosthetic valves. This review updates the present knowledge about the impact of ppm on clinical outcomes. Ppm is common (20¿70% of aortic valve replacements) and has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Moreover, as opposed to most other risk factors, ppm can largely be prevented by using a prospective strategy at the time of operation. A definitive root cause cannot be determined. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "when choosing a valve for a given patient, the size, age, and physical condition of the patient in relation to the size of the prosthesis must be taken into consideration to minimize the possibility of obtaining a suboptimal hemodynamic result. The selection of a valve, however,must ultimately be made by the physician on an individual basis after carefully weighing all of the risks and benefits to the patient." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported that a patient with a 23mm bioprosthetic aortic valve which was implanted seven (7) years and 11 months ago, underwent transcatheter aortic valve replacement (tavr) due to severe aortic stenosis and moderate aortic regurgitation secondary to patient prosthetic mistmatch. The patient had elevated av gradient across her bioprosthetic aortic valve following avr. Due to a component of patient prosthetic mistmatch, the tavr was successfully performed with bioprosthetic valve fracture of the sewing ring and a 26mm 9600tfx valve was placed for effective orifice area. Post tee showed no paravalvular regurgitation. The patient was taken to the CT-ICU in stable condition. He was discharged on pod# 3.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.